Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years the following account occurred when a microdebrider was being used with the tricut blade: ¿a procedure resulted in a tracheal violation during removal of distal tracheal papilloma. Consultation with cardiothoracic surgery was obtained and the hole with exposed mediastinal fat healed quickly with conservative management and no additional surgical procedure was required.¿ the doctor has confirmed that no additional information is available.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t: microdebrider 1898200t igs m4 510k: k041413 erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.